Event description:
It is reported that a customer experienced high blood glucose of 900 mg/dl. The patient recalls that the high blood sugars started when she first hooked up to the infusion set. The patient was helped with trouble shooting and it turns out that the patient did not hook to the infusion set correctly. The patient was treated at a hospital of high blood glucose with a manual injection of insulin at (B)(6). Customer was in the hospital for four days. Furthermore, the customer states that she may have caught the flu which also could have led to the high blood glucose. The customer was assisted with hooking up to the infusion set correctly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.